Manufacturer narrative:
The marathon catheter was returned for evaluation without approximately 24cm of the distal tip as it remains in the patient. Evaluation confirmed that the catheter was broken due to excessive tensile forces applied during use.(B)(4).

Event description:
Treatment of an a3 segment bavm (arteriovenous malformation) with onyx 18. During the onyx injection that lasted a total of 18 minutes, it was reported that approximately 5-6cm of reflux had occurred over the distal aspect of the marathon catheter causing it to fracture inside the support catheter as it was being retrieved from the patient. Approximately 10-15cm of the distal catheter remained in the patient ranging from the a3 bavm onyx cast, while the proximal part of the catheter was floating in the m2 division of the mca (middle cerebral artery). There was no attempt to retrieve the fractured catheter from the patient due to the location of the catheter and the amount of reflux around the distal catheter same event as MDR# 2029214-2013-00797.

Manufacturer narrative:
The distal broken catheter segment will not be returned for evaluation as it remains in the patient. The proximal broken segment of the catheter has not been returned for evaluation. The amount of onyx (liquid embolic) reflux was reported to be 5 - 6 cm (the IFU warns, "do not allow more than 1cm of onyx to reflux back over the catheter tip.") And when the amount of the reflux is greater than 1cm, this can lead to catheter tip entrapment and cause the catheter to separate during withdrawal. (B)(4).